Event description:
Dr placed pt in tongs, pt then placed in mayfield. Pt's head moved slightly. Dr re-checked tong position. While no one was touching pt, head moved alot causing a two inch laceration. The pt had to be taken out of the mayfield and placed back on stretcher. Stitches were required to repair the laceration. A different set of head tongs were applied.